Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a left tha on (B)(6) 2015 via a posterior approach. Over the next 2 weeks, the patient felt pain and shortening in left leg. The patient was assessed at the doctor's office and was scheduled for surgery. During the accolade ii stem was removed via vice grip and slap hammer. Dall miles cable were used to fix the femoral fracture and the patient was then prepped for a restoration modular stem without incident. The patient was closed and returned to recovery in stable condition.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient had a left tha on (B)(6) 2015 via a posterior approach. Over the next 2 weeks, the patient felt pain and shortening in left leg. The patient was assessed at the doctor's office and was scheduled for surgery. During the accolade ii stem was removed via vice grip and slap hammer. Dall miles cable were used to fix the femoral fracture and the patient was then prepped for a restoration modular stem without incident. The patient was closed and returned to recovery in stable condition.